Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.50 x 38 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage on mid-section stent struts, which are in a lifted state. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occured. The 85% stenosed, 38mm x 5mm target lesion was located in the severely tortuous and calcified right coronary artery (rca). A 2.50 x 38 synergy drug-eluting stent was advanced for treatment. However, during the procedure when the device scratched with the lesion in the middle of rca, it was noted that the distal end of the stent struts were lifted up. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occured. The 85% stenosed, 38mm x 5mm target lesion was located in the severely tortuous and calcified right coronary artery (rca). A 2.50 x 38 synergy drug-eluting stent was advanced for treatment. However, during the procedure when the device scratched with the lesion in the middle of rca, it was noted that the distal end of the stent struts were lifted up. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient was stable.